Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. It was also reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Cause was suspected to be due to load issue, but was not confirmed. Customer consumed carbohydrates to address bg.